Event description:
Healthcare professional reported "folds," "capsular retraction," "pain and discomfort," and "encapsulation" against left side device. Device remains implanted.

Manufacturer narrative:
Phone number- (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular retraction" and encapsulation, baker grade not specified.